Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the device was intermittently unable to interrogate and additionally noted that it failed uplink testing and had signs of internal corrosion. The device was to be scrapped and replaced.

Event description:
It was reported that the programmer and radiofrequency (rf) head were intermittently unable to interrogate devices. The programmer and rf head were returned to service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency head subsequently tested out of specification during manufacturer's analysis.